Event description:
The blood bank info system (bbis), softbank ii v.25.1, had allowed units of red blood cells (rbc) to be inappropriately issued for pt transfusion without the required compatibility test. Investigation showed that the computer had erroneously allowed 20 units of rbc to be selected and prepared for transfusion to 11 pts between (B)(6) 2013 without an electronic crossmatch. In addition, 6 of the 20 rbcs were issued to 3 pts without requiring or performing an electronic crossmatch. All of these units were electronic crossmatch compatible with the respective pts. Three of these products were transfused to three different pts. In all cases, the printed transfusion tag labels displayed a crossmatch interpretation of 'not required.' As all of these units were compatible, the units were transfused without incident or harm.